Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer hospitalized due to a blood glucose level of over 600 mg/dl. Customer was treated with intravenous insulin and electrolytes, and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the pump basal rate needed to be adjusted. Tandem technical support guided the customer through updating the pump basal rate.